Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The reported event is confirmed as manufacturing related. CAPA 11881143 was initiated to address the reported event. Received (6) photo samples. The first photo sample shows an overview of the catheter with sample port connector. The second and third photo sample zooms in of the blockage in the funnel. The fourth photo shows the close-up view of the deflated catheter balloon. The fifth photo shows the inflation valve cap. The sixth photo sample shows the product packaging with information. Visual evaluation of the returned sample noted one opened (without original packaging), used all-silicone temp sensing foley catheter with drainage bag cut from the inlet tubing. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and observed no issues with the inflation funnel. Also noted the catheter drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and it was noted that the solution did not flow at all. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. The complete initial reporter facility name is international university of health and welfare school corporation international university of health and welfare hospital UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after use, no urine flowed from the foley catheter.

Event description:
It was reported that after use, no urine flowed from the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.